Manufacturer narrative:
Spacelabs technical support advised the customer to perform a hard reboot of the xhibit central station. Following the restart, the device resumed normal functionality. Based on the data provided and observed failure, it indicates the probable cause of failure is related to a memory leak. A memory leak can occur when a device is run for a long period of time and struggles to display all graphics or behave in a slow and sluggish manner. The customer has not called in further issues with this unit as of this report.

Event description:
The customer contacted spacelabs technical support to report that while monitoring patients, the xhibit central station only displayed pieces of waveforms. There was no patient or user harm associated with this event.